Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis lab examined elan control printed computer board assembly (pcba). The root cause of the reported issue was duplicated in failure analysis laboratory and was isolated to material fatigue. This reported issue will be tracked and internally investigate the situation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) has a blank screen. There was no information regarding patient involvement with this event, at this time it is currently unknown.